Event description:
It was reported that during a da vinci-assisted surgical procedure, a customer had a malfunctioning/misfiring surgical stapler. Technical support was contacted and the technical support engineer (tse) was informed that the surgeon stated that the stapler fired, paused to assess tissue, fired, then paused again to assess tissue, then stopped and the message that said the tissue was too thick and to use a different reload. It did not staple all the way. The surgeon replaced the stapler and used a different reload to finish this part of the procedure. Because the stapler did not fire all the way, there were unfired staples that the surgeon had to fish out to prevent distortion when she used a new stapler and reload. All components of from the misfired surgical stapler were sequestered, boxed and will be sent with a product quality feedback form to risk then to supply chain/materials management for processing. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Isi has not received the sureform 45 reload for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk20869. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. In addition, staples fell inside the patient's anatomy and were retrieved during the same procedure. At this time, it is unknown what caused the event to occur. Follow-up was attempted, but patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Manufacturer narrative:
The sureform 45 reload has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed the customer's reported complaint. The reload was found to have a firing failure based on log review and during in-house observation. A review of logs showed 1 firing failure, error code 22030 indicating "tissue too thick to continue." The root cause is not determinable/applicable. Additional observations not reported by site were that the reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house observation. The root cause of this failure is not determinable/applicable. The reload was also found to have blade damage during in-house observation. The blade was misplaced after disassembling the reload. The root cause of this failure is attributed to misuse.

Event description:
Refer to h10/h11 for follow-up information.